Event description:
It was reported, the patient¿s device was going ¿haywire.¿ the patient was having trouble recharging her device and her device needed to be adjusted. Issues have grown worse gradually in the past two months. Additional information received reported the patient has an appointment on (B)(6) 2013 to do a ¿system check.¿ a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2010 (B)(4); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).